Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated. Upon receipt at boston scientific's post market quality assurance laboratory, the device was thoroughly inspected and analyzed. Pre-decontamination inspection noted that the back of the header was cut off and the right ventricular (rv)+ setscrew was stuck in the up position. The force required to free the setscrew was measured to be 25 inch-ounces. The rv+ and right atrial )ra)+ seal plugs were missing. The rv- and defibrillation+ feedthrough wires were severed and medical adhesive covering the rv- connector block was removed. All other setscrews moved freely and operated normally. Post-decontamination microscopic visual inspection also noted that the lv- seal plug was missing. A lead was inserted into each lead barrel and each setscrew tightened on the lead pin without difficulties. Lead extraction testing revealed that the lead remained in place when moderate to strong extraction force was applied. Electrical testing was noted performed due to severed feedthrough wires. Therapy availability was verified. Analysis testing could not confirm the clinical allegation of setscrew issue but noted that the rv+ setscrew was stuck in the up position.

Event description:
Boston scientific crm received information from a competitive sales representative, that during a routine device change out procedure, the set screw of this device was retained in the down position. Technical services (ts) suggested multiple options to remove the set screw, including: using a bone cutter and drill and using a number two (#2) allen wrench to gain more torque when loosening. Ts also suggested if those options were unsuccessful, to cut and cap the right ventricular (rv) lead and drop a new pace/sense lead. No further information was available and the outcome of the procedure is unknown. No further complications were reported. Subsequent information indicates that the device has been returned.